Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported a hematoma occurred. A left atrial appendage (laa) closure procedure was performed on (B)(6) 2017. A 24 mm watchman ® laa closure device was successfully implanted. The patient was discharged home the following day. That same day, a hematoma was noticed in the right groin and the patient was admitted back into the hospital. A right superficial femoral artery repair was performed and the patient had an evacuation of right groin hematoma with a wound vac. A cystic closure placement was also performed on (B)(6). On (B)(6), a wound debridement was performed. On (B)(6), the patient¿s wound vac was changed. They were in the hospital from (B)(6) 2017.